Event description:
It was confirmed by the healthcare provider that the patient was hospitalized due to their inability to obtain cardiomems readings using the patient electronic system. The patient has since been able to successfully obtain patient electronic system readings.